Event description:
A talent taa stent graft system was previously implanted in the patient for a dissection approximately 7.5 years ago. A reliant balloon was used for recent additional treatment for remodeling of blood vessels. It was reported that the patient presented with a migration of the talent taa stent graft due to endotension and disease progression. There was no endoleak as a result of the migration. The endotension has not been confirmed. The physician performed an intervention with another manufacturer¿s device. During the intervention a reliant balloon was used for dilation and the physician was trying to adjust the main body of the endurant ii stent graft inside of the prosthesis y-graft by reliant balloon; however, the balloon ruptured. The physician moved the balloon inside of the graft without deflating it many times and the balloon burst. The physician attributed the ruptured due to excessive use and movement while dilating. Per the physician, the migration occurred due to disease progression where the lumen produced by the dissection enlarged. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).